Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. During support, the patient experienced impella site bleeding. Massive transfusion protocol (mtp) was initiated. The patient was administered five units of packed cells, one unit of cryotherapy, three units of fresh frozen plasma and one unit of platelets. The physician sutured and redressed the site. The impella was repositioned under echocardiogram. The right ventricle looked good. Trial wean of extracorporeal membrane oxygenation (ECMO) at bedside with flows at 2.0 now with increasing impella support. Urine output was decent and pressers were weaned down. The patient is going to the operating room for escalation to an impella 5.5 and removal of veno-arterial ECMO.

Manufacturer narrative:
Correction g4. The investigation of the reported failure mode has been completed. No product was returned for investigation. Major bleed: impella site bleeding was reported. The cause of the bleeding is determined to be use issue because the bleeding issue is resolved by suturing the site and redressing. Device history review: the device passed all the post sterile inspection checks.